Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 194 mg/dl. The troubleshooting was performed. The customer was advised to remove reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reports insulin exits the tubing. The customer was advised to rewind. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units and they observe insulin exiting the tubing or insulin pump alarms. The customer reports insulin exits with manual prime. The customer was advised that the insulin pump is working as designed. It was explained to the customer that the alarm was caused by set/reservoir occlusion. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.